Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an 84-year-old female underwent high risk percutaneous coronary intervention (hrpci) utilizing an impella cp placed percutaneously via the left femoral artery on (B)(6) 2026 at 15:03 and explanted the same day at 15:51. Following impella explant and tightening of the perclose suture, manual pressure was applied to the left femoral artery (lfa) access site for approximately 15 minutes. Shortly after release of manual pressure, a hematoma was observed at the lfa site. In response, the physician obtained right femoral artery (rfa) access and performed retrograde balloon tamponade of the arteriotomy to achieve hemostasis. The patient remained hemodynamically stable following the intervention and was transported to the cvicu for continued monitoring. Product return was not expected, and the patient survived the event. Based on the information available, the reported hematoma represents a known vascular complication associated with femoral artery access in percutaneous procedures. There is no indication of device malfunction, and there was no allegation or deficiencies noted by customer.

Manufacturer narrative:
D1 brand name was updated. D3 and g1 manufacturer fax were added as they were inadvertently omitted from the initial report. Hematoma/asae: the cause of access site adverse event was likely use related since act were high at 300 during bleeding.